Event description:
It was reported presented remotely via merlin.net. Upon review of transmissions, the right atrial (ra) lead exhibited noise. No intervention was reported. There were no patient consequences reported.